Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through ethicspoint case: ortho-jr-14327: "I had a partial knee installed in (B)(6) 2019. In (B)(6) I started with a lot of pain and couldn't put all my weight on it. My physical therapist told me I had an issue and stop seeing me. The first time I went to the surgeon with a concern he told me to give it more time. I went back to see him a month or so later in severe pain and via an x-ray found the appliance had come loose due to the cement failed. I can't believe that this appliance is flat no screws or pins just glued on. Now after months of pain and more tests he is installing a full knee next week. The pictures of this one do not look like the new ones here. Not sure if I should trust the full knee from your company or not and if the one I have was old or a recall. I may seek a lawyer after the full knee is installed to help me. I am not that kind of person but I am worried it may never be right with your brand. What can you tell me or should I look for before my surgery this 21st. Plus I now have to pay all my copays again. "